Manufacturer narrative:
On 7/16/2018, mentor became aware that the patient was asian. Mentor also became aware that patient's right breast was lower than the left breast and that pocket work will be done to fix the appearance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate plus profile 375cc saline, catalog: 3502375, lot: 6778891 sn: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent revision augmentation with mentor saline devices on (B)(6) 2016 will undergo capsulorrhaphy procedure, pocket work with mesh, and plans on exchanging her saline implants for silicone implants. No information was provided in regards to why these surgical interventions are required. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.